Event description:
#Medwatcher #(B)(4). My doctor urged me to get the essure device as a means of permanent birth control. She made it seem like this miracle device telling me it was 100% effective against pregnancy and there were no side effects. As a researcher and consumer, I feel like a total idiot for trusting her and this product. Getting it has been the biggest mistake of my life. Doctors don't listen and don't know what essure is. Medical field is embarrassingly misinformed and ignorant to the effects of essure. Saw several different doctors and had tons of tests to no avail. I got sicker not better. Doctors give up then I give up. I don't have the strength. Depression, frustration, relationships and work suffer. I become a shut in due to loss of thought process/organization and memory. Significant weight gain, clothes don't fit. Undermines authority at work when dripping sweat in yoga pants instead of business attire. Legs are weak, joints are achy and swollen, extremities tingle and fall asleep constantly. Can't stand for more then 5-10 minutes at a time. I lost my life. I lost me. No strength to think, plan or care. My head hurts all of the time. Hives and extreme itchiness in places I can't reach. Incontinent. Extreme fatigue. Can't sleep but can't get up. Losing teeth, losing hair. My mouth tastes like metal and I have yeast infections behind my ears (what is that?). I am an ugly fat joke of a person now. After essure. High blood pressure, heart palpitations. No period for 10 months at a time, then bleed like I am dying for a month. Doctors don't care. As always, I sweat profusely. Glasses fog up. Water dripping from my face. Such a struggle to do my hair. Now, in my multi-agency meeting, it is wet and frizzy. I look like a freak. I am a hog. A drippy, sweaty, fat fool. In my (B)(4) yoga pants disguised as business attire. I long for my tailored dress pants. My face is swollen. Essure has ruined my appearance of competence. My future. Helping others that can't help themselves. I cry out several times during the days and nights from the pain I am experiencing in my back, hips, pelvis and neck. When I try to sleep, the pain is accentuated as is the tingling in my left arm and hand. I pee and poop my pants. This is not normal and not fair. I have lost everything. I have a pain in my left lower abdomen that has been there from the day essure was implanted 7 and a half years ago. Doctors said this was normal? This is not normal. Sonogram, pee in the cup, blood work. No everything is fine, they say. I am not crazy. I am in pain. My liver enzymes went up. List of symptoms: andbull; cramping, andbull; sharp/stabbing pelvic pain and left lower abdomen, and abnormal menses, and period stops, and discharge (odor/no odor), and excessive bleeding during period (menorrhagia), and night sweats, and hot flashes, and cold spells, and bleeding/spotting after sex, and painful, long periods then no period, and early menopause, and incontinence, and yeast infections (candida), and urgent/frequent urination, and itching, burning at vaginal entrance, and breast pain/tenderness, and abdominal spasms and cramping/ twitching/ fluttering and painful cramping and pregnancy like fluttering, and chronic back, hip, pelvis and neck pain, all over body aches/pain, and nausea, vomiting, gas, constipation, diarrhea and all everyday, and severe bloating, and metallic taste in mouth, and heartburn; bowel issues; headaches or migraines; bouts of dizziness and brain shock; tingling and numbness sensation; numbness; nerve pain; brain fog; cloudiness, forgetfulness; anxiety/panic attacks; mood swings; depression (sadness/suicidal thoughts); ringing in ears; diminished brain function (brain fog, confusion, memory, logic); varicose veins; high blood pressure; heart palpitation; anemia/ iron deficiency; high blood pressure; vitamin d deficiency; unexplained/easily bruising; vitamin b-12 deficiency; elevated blood count; fibromyalgia, chronic fatigue syndrome; chemical and food sensitivities; metal allergies (nickel); heightened allergies/ allergic reactions; gluten sensitivity; allergic reactions; hives, rashes; skin irritation/itching; heart palpitations; swelling of legs or feet; hair loss; dental issues; insomnia; liver problems; weight issues (gain); sleep apnea; swollen gland; swelling/numbness in jaws/lips; unexplained fevers; swelling of legs/feet; muscle spasms; vision problems (floters, blurred vision, decreased vision); excessive sweating; dry skin/hair/eyes; severe bloating, major surgery to remove device; full hysterectomy on (B)(6) 2016. Symptoms that were gone immediately after surgery: cramping; sharp/stabbing pelvic pain and left lower abdomen; night sweats; hot flashes and cold spells; incontinence; yeast infections (candida); urgent/frequent urination; itching, burning at vaginal entrance; breast pain/tenderness; abdominal spasms and cramping/ twitching/ fluttering; painful cramping and pregnancy like fluttering; chronic back, hip, pelvis and neck pain; all over body aches/pain; nausea, vomiting, gas, constipation, diarrhea; all everyday; severe bloating; metallic taste in mouth; heartburn; bowel issues; headaches; bouts of dizziness and brain shock and nerve pain; brain fog and cloudiness, forgetfulness; hair loss; anxiety/panic attacks, and mood swings; depression (sadness/suicidal thoughts); ringing in ears; diminished brain function (brain fog, confusion, memory, logic); high blood pressure; heart palpitations. I will update after my post op appointment.